Event description:
Baxter reported a system 1000 hemodialysis machine did not remove the desired ultrafiltration during a pt treatment. It was reported that the pt had no fluid loss after four hours of dialysis treatment due to a defective removal regulator. The pt required a dialysis treatment the following day. No other info regarding the pt was reported by the user facility.